Event description:
Information relating to this device was originally filed under MFR. Rep. #3004209178-2011-09345. All additional follow-up will be conducted under this MFR. Report. Followup reported indicated the patient was receiving therapy and was happy.

Manufacturer narrative:
Ins model 3058, (B)(4), implanted: explanted. Ins model 3058, (B)(4), implanted: 2009-(B)(6) explanted: 2011-(B)(6). Lead model 3889-33, (B)(4), implanted: 2009-(B)(6) explanted: unknown. Programmer model 3037, (B)(4).